Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 80 units of insulin during the load sequence. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. The customer's blood glucose was 429 mg/dl.